Event description:
The catheter was inserted in september and on the (B)(6), the tube near the disc was broken and leakaged. The nurse's stabilization was right.

Manufacturer narrative:
Results of the device eval will be filed in a supplementa report when sample is received. Add'l info requested necessary in determining reportability. Requested: 01/03/2012. Received: 01/17/2012.